Event description:
During a low anterior resection procedure, bowel leakage occurred post-operatively. The surgeon performed re-operation and noticed that the staple rows were not tight and some staples were missing. The surgeon performed a colostomy to complete the procedure.

Manufacturer narrative:
5/30/97-submission of supplemental report #1 to FDA by MFR. Co has received add'l info since the submission of this event as a serious injury MDR on 3/5/97 that the pt has expired and the surgeon has associated the pt's death to the subject device. In addition, the hospital has stated the device is not available for evaluation. As the device is not available for evaluation, this is indicated in h3 and h6.